Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels ranged from 7 mmol/l to 24.9 mmol/l. The customer treated high blood glucose levels with insulin pump. Troubleshooting was performed. The customer was to change the infusion set. The product will not return for the analysis.